Event description:
It was reported a bilateral common iliac angioplasty and stent procedure was completed on (B)(6) 2022. Hemostasis was achieved at the access site with a proglide device. Overnight, the patient returned to the hospital and was taken to the operating room. It was found that a tip of the proglide device remained in the patient. The separated piece was retrieved from the right common femoral artery. The artery was surgically repaired. Additionally, a thrombectomy with patch angioplasty and repair of right inguinal ligament was performed. No additional information provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of thrombosis and vascular injury (tissue damage) are listed in the electronic proglide instructions for use (eifu), as foreseeable adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are foreseeable adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.